Event description:
Home pt (hp) reported a system error alarm 2240 when the pt line of homechoice set accidentally became disconnected from transfer set during the first dwell of treatment. Hp discontinued treatment at time of the 2240 alarm. Home pt's rn administered 500 mg cipron intraperitneally prophylactically. No pt injury has resulted.